Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); high blood glucose readings of 25.7 and 26.5 (units not reported); [blood glucose increased]; pen delivered only 1.5 units of 4.5 units selected, not delivered the dose dialled on the pen [incorrect dose administered by device]. Case description: this serious spontaneous regulatory case received via ((B)(6)), from the (B)(6) was reported by a nurse as "high blood glucose readings of 25.7 and 26.5 (units not reported)" beginning on (B)(6) 2019, "pen delivered only 1.5 units of 4.5 units selected, not delivered the dose dialled on the pen" with an unspecified onset date, and concerned a (B)(6) year-male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's weight: (B)(6). Patient's height and bmi not reported. Medical history included type 1 diabetes mellitus since (B)(6) 2018. Concomitant products included - novorapid (insulin aspart) solution for injection, 100 u/ml (B)(6) 2018 to unk, levemir(insulin detemir) solution for injection, .0024 mol/l (B)(6) 2018 to unk. On an unknown date, the novopen echo did not deliver full dose of insulin. It was reported that the pen had not delivered the dose dialed on the pen. After giving the dose when the dial was checked the dose was considerably less than the dose intended. The dose of 4.5 units was selected but the pen reading showed only 1.5 units to be delivered. Due to which, the blood glucose readings at lunch were increased during two occasions; on (B)(6) 2019 of 25.7 (units not reported) and on (B)(6) 2019 of 26.5 (units not reported). The high blood sugar responded well to a further correction dose of novorapid. Batch number of novopen was reported. Action taken to novopen echo was not reported. Action taken to unspecified insulin was not reported. The outcome for the event "high blood glucose readings of 25.7 and 26.5 (units not reported)" was recovered. The outcome for the event "pen delivered only 1.5 units of 4.5 units selected,not delivered the dose dialled on the pen" was not reported.

Event description:
Case description: since last submission the following has been updated: -investigation results updated. -manufacturer comment added -narrative updated accordingly. Investigation results: name: novopen echo batch: hvgl295-3 the electronic register was checked. The readout revealed indications of use of the pen with a clogged needle attached. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The memory display mirrored all expelled dose sizes selected by random correctly. This includes a number of 1.5 and 4.5 units. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The electronic unit was examined. Nothing abnormal was detected. All mechanical and electronic functions were found to be normal. Confirmed: the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines after the attempted injection. After the injection to follow the attempted injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Manufacturer comment: 20-mar-2019: upon investigation of the returned device novopen echo, memory data revealed that an attempted injection did not turned out to be successful. This is caused by no flow in the delivery system due to use of a clogged needle on the pen. The user leaving the needle attached to the pen between injection and not checking the insulin flow before injection as described in IFU. This could contribute to patient getting different dose than intended and experience hyperglycamic related events. Continued: evaluation summary name: novopen echo batch: hvgl295-3 the electronic register was checked. The readout revealed indications of use of the pen with a clogged needle attached. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The memory display mirrored all expelled dose sizes selected by random correctly. This includes a number of 1.5 and 4.5 units. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The electronic unit was examined. Nothing abnormal was detected. All mechanical and electronic functions were found to be normal. Confirmed: the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. After the injection to follow the attempted injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device.